Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they feel like their stimulation is not turning off all the way, even though their controller shows that the implantable neurostimulator (ins) is turned off. The patient stated that it feels like their muscles are getting a very low level of ¿electricity¿ and feels weird. The patient also mentioned that it is hurting a lot at their implant site. They indicated that the issue has been occurring for 2-3 days. No trauma or falls that could be related to the issue were reported. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.